Event description:
On 09-oct-2020: follow up information was submitted as result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up, her blood glucose level was over 300 mg/dl. She noticed that her infusion set's tubing broke off at the quick release and she was not getting any insulin. The issue was resolved by a manual injection. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up, her blood glucose level was over 300 mg/dl. She noticed that her infusion set's tubing broke off at the quick release and she was not getting any insulin. The issue was resolved by a manual injection. No further information available.